Event description:
It was reported that the patient was scheduled to have the pump explanted on (B)(6) 2013. The patient spoke with the physician the day prior to the report and the physician stated that he did not know what the issue was, possibly the patient was allergic to titanium; however, the patient stated that ¿no one is allergic to titanium¿. The patient was not working with an allergist. The device system delivered prialt. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).